Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 400 mg/dl, nausea, and vomiting. The cause was unknown; however, customer's continuous glucose monitor was not available due to a non-tandem transmitter issue. Additionally, customer has celiac disease, which possibly contributed to the event. Bg was treated with intravenous insulin and saline. Reportedly, customer left the ER 7 hours later with the issue resolved (customer left the ER with a bg of 250 mg/dl) and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.